Event description:
The customer reported the system shut down on its own and would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a power supply problem. The system operates as intended.